Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured cardiac arrest with a "probable" relationship to the impella device used: ¿due to cardiac arrest, both impellas were removed and the sheaths removed. The 14fr impella sheath advanced into the right femoral artery and the pigtail catheter advanced into left ventricle. CPR was initiated and the impella wire inserted. The impella cp advanced into left ventricle. Impella was turned on. Impella rp was removed. The patient had return of spontaneous circulation achieved. The impella cp removed¿. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. A.1-a.5 are unknown. D.4 model number, catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown. H.4 device manufacture date is unknown.